Event description:
A surgeon reported having "several" (three pts have now been identified) cases of endophthalmitis following use of this product, along with other surgical products for intraocular lens (iol) implant surgery. In a follow-up, a staff member from the hospital's infection prevention and control department reported that this pt presented with the endophthalmitis one day postoperatively and the pt was treated with medications. Cultures were also taken from the anterior chamber. The first culture taken two days postoperatively showed no growth; and the second culture taken four days postoperatively yielded moderate growth of gram-positive organisms and white blood cells. At six weeks postoperatively, it was reported that the pt's symptoms are improving. There are three medical device reports (mdrs) associated with this event. This report is the third MDR regarding the third pt identified with this event. The first and second mdrs have been previously submitted, respectively, MFR report # 3002037047-2010-00147 and MFR report # 3002037047-2010-00146.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested and rec'd. (B)(4).